Event description:
It was reported that during a laparoscopic colon procedure, the surgeon opened the jaws and placed it over the colon, and then he closed the device and tried to fire but it did not work. After a second attempt it still did not work, the instrument was exchanged. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue? Colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No information. During which stroke did the event occur? It didn´t even strike one time. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No other. Was buttressing material utilized? If so, which product? No information. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? It didn´t fire that time! After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No information. Was there any difficulty removing the device from the tissue? No information, but they didn´t report that any organ was harmed. Is there any other additional information you would like to share about this device or procedure? No further information available about the procedure.

Manufacturer narrative:
(B)(4). The ec60 instrument was received with no visual non-conformances. The device was loaded with a fully loaded with staples reload. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.